Event description:
Pt admitted for arthroscopic repair of right knee with allograft implant. Re-admitted the following month for right knee infection with chills and knee swelling. Taken back to surgery 3 more times for irrigation and debridement. Received long-term IV antibiotic therapy.